Manufacturer narrative:
(B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) -2024, it was reported by the patient that five infusions set fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.